Event description:
It was reported that during a percutaneous coronary intervention, shaft separation occurred. The 100% stenosed lesion was located in a severely tortuous, distal right coronary artery. They had difficulty crossing the lesion with an unknown balloon catheter. An atlantis ivus catheter was advanced and encountered difficulty crossing the lesion; however, the device was eventually able to cross the lesion and was able to be used without a problem. While attempting to cross the lesion with the 3.00x20mm promus element, the catheter was unable to cross the lesion and the catheter's shaft separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, shaft separation occurred. The 100% stenosed lesion was located in a severely tortuous, distal right coronary artery. They had difficulty crossing the lesion with an unknown balloon catheter. An atlantis ivus catheter was advanced and encountered difficulty crossing the lesion; however, the device was eventually able to cross the lesion and was able to be used without a problem. While attempting to cross the lesion with the 3.00x20mm promus element, the catheter was unable to cross the lesion and the catheter's shaft separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the hypotube had broken approximately 140mm distal from the catheter's strain relief. Several severe kinks were identified along the length of the hypotube. A visual and microscopic examination found that the tip was slightly flared. No issues were noted with the crimped stent and the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).